Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker displayed safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.